Event description:
It was reported that during a da vinci standard surgical procedure, the monopolar curved scissors were noted to be blunt. There was no harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering could not confirm the customer reported complaint of the scissors being blunt, however, there were finding of scratches on the main tube and a bent banana plug at the back end of the housing. The distal end of the main tube has various scratch marks with light material removal, suggesting it may have been caused by instrument collisions or rough handling. Electrical continuity passed. The instrument has 2 uses left. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.